Manufacturer narrative:
Image review: two photographs of cine images were received for evaluation. The first image is just above the knee the distal marker hoops of the stent can be identified. Due to the quality and clarity of the image it is not possible to identify individual stent rows/cells to determine if the stent cells are elongated. The distal end of the stent in the image does not appear to be fully expanded when compared to the proximal end of the stent in the image. The second image is of the stent, a guidewire and a radiopaque ruler. Due to the quality and clarity of the image it is not possible to identify individual stent rows/cells to determine if the stent cells are elongated. There appears to three distinct areas within the stented vessel. The distal area near the bottom of image from 18 units to 19 units on the radiopaque ruler the stent cell structure does not appear to be uniformed. From 19 units to just before 21 units on the radiopaque ruler the stent cell structure does not appear to be fully expanded. From approximately 21 units to 23 units on the radiopaque ruler appears to be more uniform but individual stent structure cell rows cannot be identified. There does not appear to be radiopaque marker hoops at the proximal end of the stent. The guidewire in the second image does not appear to be a 0.035¿ compatible guidewire. Per the initial reported event description pacific plus pta catheters and an evercross pta catheter were being used in the procedure. Pacific plus pta catheters are 0.018¿ guidewire compatible. The guidewire in the image is most likely an 0.018¿ compatible guidewire. The type and extent of the damage to the stent could not be positively determined due to the quality and clarity of the images provided. Parts of the stent appear to be elongated and others appear to be not fully expanded within the vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: all everflex entrust stents were deployed via a dorsalis pedal access. First everflex entrust stent was deployed in the proximal sfa, followed by overlapping stent in mid sfa. The problematic everflex entrust was deployed in the patient¿s distal left superficial femoral artery (sfa)/proximal popliteal. No deployment difficulties were noted. Following deployment, dissection, perforation and vessel damage are reported. It is unknown if this was caused by the everflex entrust. Post-dilation was performed using a 6mm pacific plus balloon, the perforated area was contained, and flow was visible. Stent deformation in vivo is reported. It is reported that 120mm of the stent was deployed in the vessel. The stent appeared to have fractured longitudinally. No further intervention reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An everflex entrust was used with a 4/5fr non-medtronic sheath and slender 11 cm guidewire during treatment of a 300 mm+ cto (chronic total occlusion-100%) in the patient¿s distal left superficial femoral artery (sfa) of diameter 5 mm. Lesion described as calcified. Slight tortuosity and severe calcification of the vessel reported. IFU was followed, device prepped without issue. The lesion as pre-dilated with a 4 mm x 300 mm pacific plus pta balloon followed by a 5 x 200 mm evercross pta. The everflex entrust was advanced without issue. No resistance encountered. The device was not passed through a previously deployed stent. It is reported the stent was deployed via a pedal approach. Stent deformation in vivo is reported. It is reported that 120 mm of the stent was deployed in the vessel. Additional stents are mentioned. It is reported prior to deployment of the everflex entrust, 2 stents were deployed using a retrograde approach. Following deployment, a dissection, perforation and vessel damage are reported. Post-dilation was performed using a 6 mm balloon, and the perforated area was contained and flow was visible.